Event description:
It was reported that during a da vinci-assisted right-hemicolectomy surgical procedure, the stapler 45 instrument arm "free spins and no tension." The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting tension on the stapler 45 instrument and arm free spin, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 45 instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. The instrument exhibited imprecise motion and uncontrolled motion. The instrument was placed and driven on an in-house system. The instrument failed the engagement test. After overriding the engagement test, the instrument had imprecise movement and the jaws were not able to close open. The instrument had uncontrolled motion during clamping. The main tube rotated during the clamping. The common cause of this failure is attributed to misuse. The firing test passed. A review of the log shows no errors. Additional observations not reported by site that are related to the primary failure was that the instrument was found to have a dislodged main tube. The distal main tube was dislodged from the proximal main tube causing it to rotate during clamping. This failure caused the intuitive motion failure, uncontrolled motion, of the instrument. The instrument was found to have a dislodged cardan joint of the clamp side. The common cause of this failure is attributed to misuse. Additional observations not reported by site that are not related to the primary failure include: the instrument was found to have an unclamp failure during in-house testing. Common cause attributed to mishandling/misuse. Improper reprocessing may increase both galling of the clamp cam and damage to the clamping components of the instrument. The instrument was found to have failed the engagement test during in-house testing and have a broken grip cable. The broken cable segment that contains the crimp was returned with the instrument. This failure caused the engagement failure of the instrument. The instrument was found to have the yaw plate broken. The yaw plate web is bent outwards towards the clamp cardan. The common causes of the failure mode broken instrument pivot plate are typically attributed to misuse such as excess force applied to the distal end of the instrument. The instrument was found to have a bent steering hypotubes at the distal end, broken pivot pin, cracked drive input disk, cracked chassis, and signs of corrosion on the instrument bearings. The pitch input disk bearings exhibit orange discoloration. The common cause of these failures is attributed to mishandling/misuse. This complaint is being reported based on the following conclusion: it was alleged that the stapler 45 instrument moved freely with uncontrolled motions. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. The instrument wrist components were visually inspected and found to be severely damaged. The clamp cardan joint was dislodged, the grip cable was broken at the distal end, the pivot pin was broken, the steering hypotubes were bent, and the pivot plate was broken. In addition the instrument main tube tabs that secure the proximal main tube to the distal main tube were damaged. The tab on the proximal main tube was missing completely, and the tab on the distal main tube was bent to suggest an external force came into contact with the stapler at this location. There is not a potential for fragments as the pieces would have been retained by the instrument sheath. These tabs transfer the rotation of the proximal main tube, to the distal main tube, and without these tabs, the distal main tube can rotate independent of the proximal main tube. The lack of resistance from the missing tab is the likely cause of the customer reported complaint of "uncontrolled motion as the instrument spinned/moved around freely". Observations of bending and breaking of multiple instrument components, suggests damage was likely related to mishandling. All failed functional tests performed during primary failure analysis was a result of the damage to the instrument's components including the grip cables, cardan joints, and main tube.

Event description:
Refer to h10/h11 for follow-up information.